Manufacturer narrative:
Device not "returnmed" for evaluation.

Event description:
It was reported that the patient had a pump replacement surgery due to the device would not inflate with his inflatable penile prosthesis (ipp). The ipp pump was explanted and a new pump was implanted. It was added that there was no further patient complications relating to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.